Event description:
The user facility reported that during an automated impella controller (aic) to aic transfer, the grey and blue portion of the catheter plug port came out with the white cable. The patient was transferred to another aic without further issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) damage has been completed. The console was returned for evaluation. Upon visual inspection, the unit was found with the front panel optical connector broken. Data logs were reviewed but were unable to confirm the reported failure mode from the logs. The root cause of the broken front panel optical connector was most likely due to a use issue. Added- d9 device return date d2-corrected common device name.